Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the exact date of the event is not known. The date reported in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a lower reading on their blood glucose meter when compared to a hcp meter. The customer further reported that on a unspecified date, approximately 3 weeks prior to contacting customer service on (B)(6) 2017, she began to feel dizzy so she checked her blood sugar and received a reading of 80 mg/dl at 12 o'clock. The customer indicted she was rushed to the hospital and received insulin via IV. It was reported that the customer's blood sugar was checked at the hospital, however the exact reading was not able to be provided. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing a lower reading on their blood glucose meter when compared to a hcp meter. The customer further reported that on a unspecified date, approximately 3 weeks prior to contacting customer service on (B)(6) 2017, she began to feel dizzy so she checked her blood sugar and received a reading of 80 mg/dl at 12 o'clock. The customer indicted she was rushed to the hospital and received insulin via IV. It was reported that the customer's blood sugar was checked at the hospital, however the exact reading was not able to be provided. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.